Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the device was approximately 5 years old at the time of the event and the anchor c IFU indicates that instruments which have experienced extensive use or extensive force are more susceptible to fracture depending on the operative precaution, number of procedures, disposal attention. Conclusion: the plausible root cause is normal material wear.

Event description:
It was reported that; the driver will no longer hold a screw on the end. Dropped a screw into the wound off the tip of the inserter.

Event description:
It was reported that; the driver will no longer hold a screw on the end. Dropped a screw into the wound off the tip of the inserter.